Manufacturer narrative:
(B)(4).

Event description:
There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the a zone of the parkes error grid when paramedics arrived.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient reported that they experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted in the arm. The patient was just asleep, then early in the morning on (B)(6) 2024, around 3:30 am, her husband heard the device beeping alerting for hypoglycemia, the cgm reading was 58 mg/dl. The patient was unresponsive, her husband was shaking her, treated her with coca-cola, and called 911. After the coke, the cgm reading increased to 64 mg/dl. The patient was not able to have her blood sugar checked even though she had her own glucometer as she was unresponsive already. When the ambulance arrived, they took a bg reading which was 88 mg/dl, and the cgm reading was 101 mg/dl. There was no treatment by the paramedics, she then was taken to the hospital as she was lethargic and unable to communicate with the paramedics. At the hospital, the patient regained full consciousness. They took a bg reading which was 176 mg/dl and the cgm reading was 214 mg/dl. Around 7 am on (B)(6) 2024, she was discharged from the hospital, and at the time of the report the patient was feeling better. No other details were documented. Data was evaluated and the allegation was confirmed. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and there was no pairing code was found. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. The allegation was confirmed. The probable cause could not be determined via product. The customer complaint was confirmed because there was an indication of an inaccurate cgm. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.